Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental form will be submitted.

Event description:
It was reported that the customer has been experiencing high blood glucose levels (300-400 mg/dl). Pump passed delivery system check. Customer increased basal rate to stabilize blood glucose level.